Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away. The cause of death was congestive heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported congestive heart failure and subsequent patient outcome could not be conclusively determined through this investigation. It was reported that the patient expired due to congestive heart failure on (B)(6) 2021. No alarms were reported in association with the event. The death was not device related, and the device operated as expected. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020 under order. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported renal dysfunction and congestive heart failure and subsequent patient outcome could not be conclusively determined through this investigation. No alarms were reported in association with the event. The death was not device related, and the device operated as expected. No product was returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 01oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the cause of death to be congestive heart failure. Prior to death, the patient had an anuric acute kidney injury (aki) which progressed from chronic kidney disease (ckd). Both were due to cardiorenal syndrome (crs). Continuous venovenous hemodiafiltration was initiated on (B)(6) 2021. The patient was transitioned to the heart department's intensive care unit on (B)(6) 2021. A tunneled dialysis catheter was placed in the right internal jugular vein on (B)(6) 2021. The patient expired on (B)(6) 2021.